Event description:
Home health care patient: during routine monthly equipment check, ventilator failed to alarm when disconnected from test lung. Pre-use testing performed and all testing passed but ventilator still failed to alarm when disconnected from test lung. Ventilator maintained a measured inspiratory pressure despite disconnection from the test lung causing the alarm not to sound. Affected ventilator was exchanged with a new ventilator. Pre-use testing performed and passed. All alarms functioning appropriately. Breas ventilator. Biomed sending "ventilator" back to company.